Event description:
It was reported that the patient underwent a right total knee arthroplasty on (B)(6) 2008. Subsequently, patient underwent a revision procedure on (B)(6) 2015 due to instability as the incorrect tibial bearing was initially implanted. The tibial bearing and locking were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warning, states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components."